Manufacturer narrative:
E1: (B)(6). A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap extended life pd transfer set and the titanium adapter. This was observed during use of the devices for peritoneal dialysis therapy. The titanium adapter remained in use; however, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Integrity of seal testing was also performed; the transfer set patient adapter was tightened to a laboratory titanium adapter and leak tested with no issues observed. The reported condition was not verified. The sample met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.